Event description:
A report was received that during a lead revision procedure, the pt complained having difficulty charging her implant. The physician chose to explant the ipg and implant a new ipg. The pt is reportedly doing well.